Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. However, an image was submitted and following are the findings: visual review of the submitted images appear to display one of the associated component head gripper is detached from the instrument, with the separated component bent and fractured at the corner of the notch, with appearance of mas feature damage.

Event description:
It was reported that patient underwent posterior lumbar fusion surgery at l1-l4 levels due to l4 fracture. Intra-op, the tip of the extender at right l5 was broken and was completely separated when it was removed from a screw head after breaking off a set screw. The crack of different part was confirmed. The broken part was removed from the patient¿s body and the incision was closed after confirming no leftovers. No fragments were remaining inside the patient. No patient complications reported as the result of the event.

Manufacturer narrative:
Product analysis: visually and optically confirmed the broken off instrument's component is cracked and bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.